Event description:
It was reported that the patient's catheter was disconnected from the pump which was confirmed by x-ray in 2008. A catheter access test indicated that there was no access to the catheter, nothing was aspirated (via cap) on a week later. A nurse practitioner did a two step decrease in the patient's intrathecal baclofen (from 984 mcg/day to 600 mcg/day - the concentration of baclofen was not reported). The patient's mother reported an increase in the patient's muscle movement tone and the pt was started on oral baclofen. The pt is currently on 725 mcg/day of baclofen. The pt has an appointment in may 2008 with neurosurgery. The health care professional (hcp) then reported the pt had additional symptoms of the hypertonia, behavior changes and discomfort. A catheter port access was attempted on three months later, at the suggestion of the manufacturer rep. The procedure was attempted x2, unsuccessful and the child was extremely agitated. Further attempts were abandoned and an indium study was scheduled to start on the following month. The hcp indicated the pump and catheter would be replaced. Additional info received also indicated that the catheter could not be aspirated in the operating room. The catheter appeared to be occluded or kinked. The pump and catheter were both replaced. During placement of the new catheter the catheter was punctured. The catheter was repaired. Reference MFR report# 2182207200802546.

Manufacturer narrative:
The pump old catheter, and new catheter piece were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be went when analysis is completed. Refer to catheter.